Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Per the reported event: "after the spin, it was noticed the spine frame was getting hit and moving a good amount." The most likely cause was that the frame to patient relationship changed which may have invalidated the registration. The software functioned as designed. The instructions for use (IFU) that accompanies the device contains the following warnings: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result." And ¿warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."

Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative, following-up at the site, reported the alleged inaccuracy was approximately 1 centimeter. During the procedure, the reference frame was moved and caused the issue. Resolution confirmed at time of call. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Issue resolved, evaluation not needed.

Event description:
A medtronic representative received a report from a site surgeon that while in a spine procedure, an alleged inaccuracy occurred. No specific measurement, or direction, of the alleged inaccuracy was provided. The surgeon inserted the percutaneous pin, attached the reference frame, then took a spin. The surgeon confirmed the percutaneous pin was secure. After the spin, it was noted the spine frame was getting hit and moving a good amount. When the surgeon began to navigate, it was alleged to be inaccurate. Navigation was abandoned however, the procedure was completed successfully. The surgeon did not use the slap hammer to remove the percutaneous pin.. Delay in therapy was less than a minute. There was no impact on patient outcome.